Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the surgeon were inaccurate after multiple registrations. The site traced the patient, received a successful registration message, verified accuracy and when checking the accuracy, the cross-hairs were showing the surgeon in the brain when the pointer was on the external anatomy. The same result occurred after three registration attempts. The site aborted the use of navigation. The surgery was completed successfully with less than an hour delay and with no known patient impact.